Manufacturer narrative:
The returned device related to this incident was returned for evaluation. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. A review of the risk management files revealed no new risks associated with the device. Rmf 0003 rev 36 line 15 - failure to relieve symptoms including unresolved pain rmf 0003 rev 36 line 12.35. - subsidence leading to surgical/major intervention, with explantation, involving patient with multiple cervical spinal implants rmf 0003 rev 36 line 12.75 - device explanted.

Event description:
Information provided states that patient had m6-c implanted at c5/6 in (B)(6) 2019. Patient experienced a fall in mid 2022. The images showed subsidence of the device into the c6 vertebra and non-union of the fusion at the c6/7 level. Patient experienced pain in his right parascapular area and shoulder.